Manufacturer narrative:
The investigation of the returned sample is still in progress. A precipitous drop in blood pressure is a known issue for some patients who receive blood products transfused through a bedside leukocyte reduction filter. A supplemental report will be filed upon completion of the investigation. Evaluation in progress.

Event description:
Haemonetics received a report on (B)(6) 2016 for a patient who experienced a hypotensive reaction during use with the rs1vae, leukogard rs leukocyte removal filter with attached set for salvaged blood. The patient was undergoing pelvic clearance surgery. The first bag of salvaged blood was being given, very slowly. The patient was stable, however very woozy. Decision was made by the anesthesiologist to supplement with donated blood as the bp was now 120 systolic. Salvaged blood was bolused, via neck line, then the patient crashed dramatically. Systolic bp was now 50. Immediate cessation of salvaged blood. Adrenaline was given and the patient stabilized. No further salvaged blood was administered. Rbcs, platelets and ffp were administered.

Manufacturer narrative:
The filter was returned by the customer for evaluation. A complete investigation was conducted and no defects could be found with the filter. The filter was cut open and evaluated with no defects observed. All observations pointed to no clotting and no issues with the filter media itself. A review of the design history showed the lot was manufactured according to approved procedures and met all specifications for release with no manufacturing deviations. A root cause was not determined based on no manufacturing defects being found. Factors including hematocrit, process techniques, age, storage conditions and temperatures can affect flow through a filter, unrelated to the filter technology.